Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface printed circuit board was reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a communication error message. No pt injury was reported.